Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout and internal clock comparison error. None of the buttons were responsive. The customer's blood glucose level was 70 mg/dl. The display would not come back the customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device was tested with no watchdog timeout alarm and rtc or internal clock comparison error alarm noted.